Manufacturer narrative:
It was report, "the balloon popped after insertion as it was being inflated." A second foley catheter was then tested and it too burst before it was fully inflated. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. Sample available and sent for evaluation. Investigation conclusion / root cause: "the reported issue of a burst foley catheter was confirmed through visual inspection of one (1, ea) used opened sample provided. Based on the condition of the product and the description of the issue, some possible root causes could be, but are not limited to, patient anatomy, insertion distance, physical damage on the catheter, etc. The manufacturing facility will be notified regarding the issue." If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was report "the balloon popped after insertion as it was being inflated." A second foley catheter was then tested and it too burst before it was fully inflated.